Event description:
Device 2 of 2; reference MFR report: 3008829311-2017-01004. Additional information received indicated surgical intervention was undertaken and the leads were explanted and replaced. Postoperatively, effective therapy was reportedly restored.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-01004. It was reported one of the patient's leads had migrated. Surgical intervention may take place at a later date. It is unknown which lead has migrated; therefore both devices are being reported.